Event description:
It was reported to philips that the device was not reading all of the leads. There was no negative patient impact.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.